Event description:
Consumer called stating the brush head broke. No injury was reported. Follow-up: consumer stated the bottom part of the brush head broke in his/her mouth; the bottom piece is what broke. No injury was reported.

Manufacturer narrative:
17-feb-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head broke. No injury was reported. Follow-up: consumer stated the bottom part of the brush head broke in his/her mouth; the bottom piece is what broke. No injury was reported.